Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. The device removal was due to confirmed bone union. Should further information become available this determination will be reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The information in this complaint record reasonably suggests that there is no allegation of a complaint against this device and there is no reported malfunction or adverse event caused or contributed to with this device. The device functioned as intended. The device removal was due to confirmed bone union. Should further information become available this determination will be reviewed.

Manufacturer narrative:
Additional device product code: hrs. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, an unknown surgery was performed with variable angle (va) locking compression plate (lcp) olecranon plate for unknown reason. On (B)(6) 2018, a hardware removal was performed for a nine (9) variable angle locking screws and a va-lcp plate. When trying to remove the last screw, the surgeon tried in different ways using a hollow reamer and extraction bolt, but the screw could not be removed. The surgeon decided to leave the screw in the body. It is unknown if there was a surgical delay. Patient and surgery outcome are unknown. This (B)(4) captures the post-operative need of removal. (B)(4) captures the intra-operative event. This report is for one (1) locking screw. This is report 2 of 10 for (B)(4).